Event description:
(B)(6) 2012 - patient fact sheet was received, which identified part/lot information.

Event description:
Litigation alleges that the patient suffered the following on account of her asr right hip implant: constant pain in the right hip; occasional pain in the groin and thigh, which has persisted since the original implant surgery; difficulty walking. Litigation further alleges that a cat scan and aspiration of the right hip revealed a collection of fluid. Litigation further alleges that the patient is being monitored for metal ion levels by her surgeon.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.